Event description:
Literature was reviewed regarding this leadless implantable pulse generator (ipg). The authors described one patient who experienced a groin hematoma during the implant which resolved with conservative treatment. There was one leadless ipg which exhibited a significant increase in threshold one day post implant. The device was retrieved and replaced. The status of the devices is unknown. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/73 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: a comparative study of the two leadless pacemakers in clinical practice. Journal of cardiovascular electrophysiology. 2023; 34:1896¿1903. Doi: 10.1111/jce.16019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.